Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed at the hospital prior to patient use. The device contained fluorouracil 4800 mg in 230ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 3, 2023 and november 6, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed several tiny droplets of liquid inside a bag that contained the device which suggested a possible leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.